Event description:
62 y.o. Male underwent a myocardial biopsy post heart transplant. During removal of the device, it caught on the tricuspid valve annulus. Inspection of the device after removal revealed a piece of tissue near the end at a connection point.